Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the right atrial lead exhibiting sensing noise resulting in episodes of inappropriate automatic mode switch on stored electrocardiograms. The were no interventions or patient symptoms reported.

Event description:
New information received noted that the patient was asymptomatic.